Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found occurrence of motor rate error. Motor rate error was also found during occlusion testing. The investigation determined that the cause of the issue was a combination of worm coupling, lead screw and both clutch halves were old, dirty and worn out. The worm coupling, lead screw and both clutch halves were replaced.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.